Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 55.3cm was returned for analysis. Internal insulation abrasion was noted at 7.3-7.4cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.